Event description:
According to the reporter: dr was placing a gastric band when device snapped. The shaft did not bend but the sheath was torn. None of the component fell into pt cavity. No time delay as a result of incident.